Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced "pain, suffering, disability impairment, loss of enjoyment of life" and an "inability to engage in chosen and necessary activities." It was also reported that the plaintiff experienced "pain in the vaginal area during intercourse."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).